Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Philips received a complaint on the efficia dfm100 defibrillator indicating that, during the operational check, the device could not test the normal heart rhythm, and an error message "ventricular fibrillation" or "stop" was displayed. There was no patient involvement at the time the issue was discovered. Analysis was performed by the customer only. Based on the results of the analysis provided by the customer, the product was confirmed to be operating per specifications, and the cause of the reported problem could not be determined. The issue was resolved by restarting the device. A review of the service history for this device shows that the problem has not been reported again for this device. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address line 1: (B)(6).

Event description:
It was reported to philips that when the nurse tested the defibrillator, a normal heart rhythm could not be detected in the "electrode plate" steal chain mode, and the error message "ventricular fibrillation" or "stop" was displayed. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.